Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the black box showed unexplained power on reset events. No moisture/corrosion was found in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap fit to maintain an electrical connection. 24 hour testing was successfully performed. No power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.